Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that the suture broke at the end where it is loaded into the capio slim device, which most likely indicates that the dart detached from the suture. Another suture and capio slim device were used to successfully complete the procedure. No further information was reported.